Event description:
It was reported that the patient presented in clinic and an interrogation was performed. Upon review, it was discovered that the right ventricular lead exhibited high impedance. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the lead was capped and replaced on 21 mar 2024. The patient was discharged.